Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The cuff was identified as being oversized for the patient. As a result, the device was explanted. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100716314, model/catalog description: pump, unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100726131, model/catalog description: balloon, unique identifier (UDI) # (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length of the device may have been due to a potential measurement error at the implant procedure. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.